Manufacturer narrative:
The device was not returned for evaluation. As reported, the user is new to the sorbafix device. It is possible that the user did not apply adequate counter pressure or the user did not clear the device; however, without the subject product, a root cause or probable root cause cannot be determined. The IFU for the sorbafix fixation device instructs the user to ¿place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately." This file represents device # 2 used. A second MDR will be submitted for device # 1. Device not returned.

Event description:
It was reported that during a laparoscopic diaphragmatic hernia correction, with a ventralight mesh, when using the first sorbafix (device #1), the first tacker was locked and it did not come out. It remained on the tip of the device and had bleeding during the surgery. Another sorbafix (device #2) was brought in, and it was stated that the package was going bad. When using the second device, it only gave 10 tackers out of 30 and some did not fix well. The tacker also jammed again in the tip of the device. The degree of bleeding was a little and this was addressed using stitches, prolene suture t2-0. There was no patient injury noted at the site of the bleeding. The surgeon is a new user of the sorbafix device.